Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed. The patient is enrolled in the adaptresponse clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for rv coil impedance that exceeded the programmed upper limit. The rv lead remains in use. No patient complications have been reported as a result of this event.